Event description:
Advisory on anesthesia mach read o2 cal error. Attempted to recalibrate, error message still present. The o2 sensor cells were examined. Took casing apart and fluid was present in casing. Biomedical engineering was notified. Sensor removed. Safety data sheet obtained from company. Chest initial x-ray negative. Anesthesia physician states on 3/6/92, inhalation unlikely. Recovered and discharged on 3/16/92. Did not appear to have contact with fluid. Patient was informed of events. Patient complained of sore throat immediately post-op. On 3/9/92, chest x-ray demonstrated infiltrate. Physician diagnosis: aspiration syndrome, possibly secondary to inhalation of k+ ohdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.